Event description:
It was reported that the left ventricular (lv) lead was implanted 17 months prior and the stylet was left in the lead for stability. The stylet eventually came out of the lead outer membrane. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary (B)(4). The full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that there was blood on the proximal conductor, there was blood on the distal conductor of the lead and it was obstructed, the inner insulation of the lead developed a breach due to abrasion while in vivo, the outer insulation of the lead developed a breach due to abrasion while in vivo, the outer insulation of the lead developed a cosmetic depression while in vivo, the inner insulation of the lead was observed to have blood ingression and the outer insulation of the lead was observed to have blood ingression. The lead was received with the stylet fractured/flexed and both insulation breached in-vivo. There was a lot of blood obstruction in the lumen. The analyst performed destructive analysis and visual inspection of conductors and inner insulation. The distal conductor fracture was observed and inner insulation breached in-vivo was found. The distance of fracture cannot be determined due to coil stretched and it happened during the time of analysis. (B)(4).